Manufacturer narrative:
The customer reported that she had mastitis due to her pump having low suction. She was hospitalized for 4 days and treated with antibiotics. During the call the customer service representative discovered that the pump she was using was a second hand pump. The customer was made aware of the FDA regulations. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded tha the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4) mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that she had experienced low suction with her pump in style breast pump which resulted in mastitis.